Event description:
It was reported that the dexcom g7 continuous glucose monitor experienced a temporary signal loss to the ilet bionic pancreas, during which the pump did not receive glucose readings for approximately five minutes before connectivity resumed; user education and troubleshooting were performed. Investigation included technical review and user troubleshooting. Further investigation of this case revealed a transient communication interruption between the cgm and the ilet without evidence of device malfunction. It was concluded that, based on previously established findings for similar reports, the event was consistent with cgm-to-pump signal loss, resolved with restoration of communication, and no further action was required. There was no user reported symptoms, and no reported adverse clinical effects. Outcomes included no change in the user¿s activities of daily living and no medical or surgical intervention required.